Event description:
The manufacturing records for the following device lots were reviewed in association with this complaint. There was no evidence to suggest that devices may be been released with nonconformities related to the nature of the complaint. Device analysis demonstrates: soft tip: tip edge looks smooth and uniform. Distal bond is intact and uniform. However, the inner member is accordion. Proximal balloon bond: the proximal bond is intact and uniform. Hypotube/intermediate body seal, shaft separation site: the catheter shaft separated into 2 pieces at the hypotube/intermediate body seal. Rx port skive: the skive is undamaged; however, the hypotube is kinked close to the rx/lap joint. Hypotube coating: the coating and transition to bare hypotube areas look smooth and intact. Hypotube: two hypotube kinks. Attributed possible causes: mechanical damage near the skive is likely to have occurred prior to the fracture of the intermediate bond. Once the hypotube/intermediate body seal failed, it is likely that the damage to the distal end of the device occurred, ie: the tip grips to the wire with pressure and the rear part of the distal assembly recoils causing the accordion/bunch effect. The failure reported by the customer was confirmed and appears to be related to the manufacturing process of the product. A risk assessment was initiated to evaluate this issue.

Event description:
Additional information was received that the dilation catheter was used for post-dilation of a drug-eluting stent implanted in the right coronary artery. During first inflation, the shaft of the device broke into two pieces. The proximal segment was easily retrieved. The distal segment was retrieved by using a special retrieving system (loop). The procedure was successfully completed by using a different, non-empira balloon. Additional information is pending and will be submitted upon within 30 days of receipt.

Event description:
During a percutaneous transluminal coronary angioplasty the shaft of an empira nc rx ptca 10x3.50 balloon catheter broke after dilation at 16-18 atm of the first use. The procedure was prolonged about three hours.

Event description:
During a percutaneous transluminal coronary angioplasty the shaft of an empira nc rx ptca 10x3.50 balloon catheter broke after dilation at 16-18 atm of the first use. The procedure was prolonged about three hours. The dilation catheter was used for post-dilation of a drug-eluting stent implanted in the right coronary artery. The target lesion was the mid right coronary with 75% stenosis, moderate calcification and 'little' angulation. There was no resistance met while advancing the device. Excessive torquing was not required. There was no difficulty advancing the balloon catheter through the vessel or difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally. There was no kink in the area of the separation. The proximal segment was easily retrieved. The distal segment was retrieved by using a special retrieving system (snare). Post dilatation with other nc balloon was used to successfully complete the procedure. The patient was in good clinical condition following the procedure. The brand and size of guidewire used in the procedure was a cordis atw .014 and the sheath was a terumo 6f. The user was an experienced physician.